Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Upon receipt, the pacemaker was properly interrogated and the memory content was analyzed. The devices memory documented atrial lead failures in bipolar and unipolar lead configuration immediately after the implantation, confirming the clinical observation. After lead reconnection the pacemaker operated in unipolar lead configuration. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The impedance measurement functions of the device were thoroughly tested. Different load resistances were subsequently attached to the pacemaker and the device measurements in bi- and unipolar configuration proved to be normal and as expected. There was no indication of a device malfunction. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the post operative test parameters indicated that the atrial unipolar and bipolar impedances were both greater than 2500 ohms, and there was a loss of capture at 7.5 v. X-rays indicated that the lead was fixed normally, and after reopening the pocket the leads were within normal range. After replacing the pacemaker, the lead parameters were all normal during intraoperative and post operative testing.